Event description:
<P>it was reported that a malfunction occurred after the patient unpaired their sensor. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support assisted the caller in resetting the pump and provided instructions on how to continue using it. The malfunction code did not recur after resetting, and the customer was advised to contact support again if any issues arose.</p>